Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during laser assisted cataract surgery on two patients, there were tags in their capsulotomy, and capsular tears occurred. No patient identifiers were provided. Additional details have been requested.

Manufacturer narrative:
The company representative (cr) went onsite and evaluated the system. The cr was unable to replicate the reported event. No system issue was found that could contribute to the reported event. As preventative measures, the cr verified the power levels and depth calibration and cleaned the optics. System was tested and found to meet specifications. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is (B)(4).